Manufacturer narrative:
Per the ECMO specialist lead on (B)(6) 2014: "the bpm was used for ECMO during surgery in operating room (B)(6) and at the bedside in patient room. It was recalibrated several times, every time it was unplugged and then extra by the day shift team when they noted the calibration drifting. It was then removed from service and swapped with another bpm during the day shift." Per the ECMO specialist lead on (B)(6) 2014: "ECMO responded to the operating room and brought the patient out on ECMO using the same device until patient settled in the pediatric care intensive care unit (pcicu) and device was changed out. We use it for monitoring trends, not having it completely reliable was frustrating and labor intensive, but didn't stop us from being able to do our job quite successfully. The device stayed on during the entire ECMO run, not just operating room. It stayed in place until we were in a better place to change it out. The drift was noted on day shift after returning to the pcicu, when it wouldn't hold the calibration after two recalibrations. They changed it out. The patient was unable to be separated from cardiopulmonary bypass in CT operating room and was to come out to separated on ECMO."

Event description:
It was reported that during use of the device for a extracorporeal membrane oxygenation (ECMO) procedure, the blood parameter monitor (bpm) procedure, the blood parameter monitor (bpm) was not holding values (drifting). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical follow-up on (B)(6) 2014: the blood parameter monitor (bpm) was being used for an ECMO (extracorporeal membrane oxygenation) procedure. The bpm was gas calibrated and the hematocrit saturation module (h/sat) probe had passed the color chip test. During the first hour of ECMO, the saturated venous oxygen (svo2) level was being displayed as 100%. This value was higher than expected and did not make clinical sense when other parameters and the color of the blood was being considered. The other bpm parameters seemed reasonable for this time of the procedure. An in-vivo calibration was performed in the neonatal intensive care unit (nicu) and the svo2 was measured at 83% by an independent lab analyzer, whereas the bpm continued to display the svo2 as 100%. The svo2 was recalled to 82% by an independent lab analyzer, whereas the bpm continued to display the svo2 as 100%. The svo2 was recalled to 82% to match the lab analysis sample. The other bpm parameters were reasonable when compared to the lab analyzer. Shortly after the bpm svo2 value returned to 100%; it was obvious to the ECMO team that the svo2 was not working correctly. A back-up bpm was brought to nicu and the original shunt sensor and h/sat cuvette were connected to the new monitor. The values all appeared reasonable and remained reasonable after periodic in-vivo recalibrations. The original bpm was removed from service. The ECMO procedure was not impacted or delayed by this bpm issue. There was no blood loss associated with this event. According to the rn, there was no patient harm associated with the bpm issue.